Event description:
The pump reportedly overinfused. The pump was set to deliver 10ml/hr for a vtbi of 95ml on channel "b" or "c". The entire bag was empty in 1 hour. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved. No patient injury occurred.